Event description:
Additional information received reported that the previously reported target vessel revascularization occurred 57 months post index procedure and not 45 months as previously reported.

Event description:
During the index procedure, 3 endeavor sprint drug-eluting stents were implanted, 2 in the lcx and 1 in the left main. The patient suffered an arc defined mi the same day as stent implantation. It is reported that approximately 45 months post index procedure, the patient had a target vessel revascularization of the cx. It is not assessed if the event was related to the device. Approximately 59 months post index procedure, the patient suffered an mi. It was not assessed if the event was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).